Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer sent the user interface module (uim) to carefusion for the repair and evaluation. The control board was identified as a suspect component. The suspect component will be routed to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer stated the screen on this avea ventilator after a few minutes of operation displays horizontal lines on the screen and the screen becomes diminished also. The customer stated that this unit was not on a patient.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect user interface module control board for investigation. The fa lab determined the uim control board was damage in a condition, which made analysis impossible. This issue will be internally investigated within carefusion.